Manufacturer narrative:
The unit had a cracked liquid crystal display window, cracked case at the display window corners, cracked reservoir tube lip and broken off end cap. No missing end cap sticker was noted.

Event description:
It was reported that the insulin pump's bottom casing was coming off. The blood glucose reading was 117 mg/dl. The customer stated that she had to wire up the device in order to keep it in place. She did not know how the damage had occurred and noted that the device had a missing end cap sticker as well. She was advised that the device be replaced.